Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the ars (syringe) leaked during use. The device was replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned a used blue tip arrow raulerson syringe (ars). The ars was visually examined and there was no obvious defects. A vacuum leak test was performed on the ars. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the functional inspection. A laboratory introducer needle was attached to the returned syringe and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. A device history record (DHR) was performed on the ars and no relevant manufacturing issues were identified. The instruction-for-use (IFU) provided with the set describes a suggested insertion procedure. It contains the precaution that to minimize the risk of blood leakage from the syringe cap, do not reinfuse blood with the guide wire in pl ace. It warns that aspiration with spring-wire guide in place will cause introduction of air into syringe. The report that the ars/introducer needle leaked in use could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test and functional testing with water. No leaks were found during testing. No problem was found on the returned sample.

Event description:
The customer alleges that the ars (syringe) leaked during use. The device was replaced without issue.